Event description:
It was reported that the user experienced multiple low glucose events after a recent factory reset of the ilet pump, with two hypoglycemic episodes observed in the bionic report following meal announcements and no reported changes in activity or meal size; education and troubleshooting were provided, and additional training with the clinical team was planned. Symptoms included low blood glucose requiring oral carbohydrate treatment. Outcomes included transient hypoglycemia without hospitalization. Investigation included review of device data and user coaching on use and settings during the pump¿s learning period. Investigation of this case revealed no device malfunction identified during troubleshooting, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.